Event description:
Pt has had progressively worsening pain recently. Workup, because of her metal-on-metal articulation, demonstrated elevated metal ion levels. Radiographically, she had some evidence of loosening and migration of her acetabular component and after reviewing the risks and benefits of surgical versus nonsurgical management and findings of significant soft tissue damage on her metal artifact reduction MRI scan, she elected to proceed with revision.what was the original intended procedure?left revision total hip arthroplasty.